Event description:
On (B)(6) 2014, leica biosystems received a complaint regarding sub-optimal tissue processing from the "routine overnight" protocol completed on (B)(6) 2014, using peloris tissue processor serial number (B)(4) . The complainant advised that tissue samples exhibited sub-optimal processing were diagnosable following re-processing.

Manufacturer narrative:
The sub-optimal tissue processing reported is derived from the "snp 3.5 hour" protocol started in retort a at 17:07 on (B)(6) 2014 and the "snp 3.5 hour" protocol started in retort b at 22:53 on (B)(6) 2014. The investigation determined that the sub-optimal tissue processing occurred when low purity ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent wax infiltration steps; and contamination of the wax used in the subsequent wax infiltration steps, ultimately resulting in sub-optimal tissue processing. Bottle 3 was selected for use for the final dehydration step because according to the instrument software the concentration of ethanol in bottle 3 was 100%; however, as the final step to align computer and drive names to the instrument serial number, which is contained in (B)(4) , was not completed the instrument settings were reset to the MFR settings. The root cause of the sub-optimal tissue processing reported by the complainant was incorrect preparation of the instrument for use by the service provider as a consequence of the service provider not following the MFR's instructions.